Manufacturer narrative:
The device was not interrogated post mortem and the device has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from the patient advocate that this deceased patient did not receive appropriate shock therapy on three occasions (these episodes were 29, 27 and 3 days before the patient expired) these occurred while the patient had coded (cardiopulmonary arrest). The patient advocate also reported that the day the patient was removed from the ventilator and expired, they received two inappropriate shocks. Patient services (ps) was consulted and explained to the advocate that the defibrillator shocks the heart when the heart goes into a fast heart rate, and the pacemaker is for slow heart rates. Advised if the patient received a shock at the end of life, his heart rate may have been fast enough to meet the criteria for a shock. The advocate noted the patient's heart rate was not fast, as she was present at the time it occurred. Additional information was obtained from the field representative that the device was checked via latitude 18 days before the first episode, normal device function was reported. The device was not interrogated after the patient's death.